Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2011. Subsequently, patient was revised (B)(6) 2011 due to dislocation. The head and liner were removed and replaced. Patient now alleges pain due to loosening of the acetabular cup, requiring a future revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay second revision procedure, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-02600/ 02602).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-02600/ 02602).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011 due to dislocation. The modular head and liner were removed and replaced. Patient underwent a second revision procedure on (B)(6) 2013 due to pain and a loose acetabular cup. All components were removed and replaced.